Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Ninety-nine (99) unused product samples were received for evaluation, however the two (2) reported used devices were not returned. Visual and functional testing were performed on ten (10) randomly selected returned samples. Visual inspection found no issues. Functional testing found no issues. The tested devices functioned as intended, thus the root cause of the reported issue could not be determined. The reported issue does not provide significant detail as to what the nature of the defect was or what occurred. It is unclear if the tubing came out of it's bonded luer or if the tubing came off of the attached locknut on one of the stopcocks. It is possible that the complaint is indicating a cracked port that allowed the product to leak or become completely detached. The customer has been reached out to with a series of questions to provide additional details on the complaint; as of now there has been no response though this complaint can be re-opened in the future if more information is received.

Event description:
It was reported that two stopcocks came apart. The umbilical artery catheters (uac) remained in place and bleeding occurred because the tubing became disconnected at the stopcocks. No patient injury was reported.